Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2011, in site #14 (type ii bone). Primary stability and osseointegration were not achieved. The implant was removed on (B)(6) 2012, due to mobility. Medical history: no significant findings.